Event description:
This case was reported by a consumer and described the occurrence of blood in stools in a (B)(6) female patient who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth oral rinse) for throat burning. A physician or other health care professional has not verified this report. Concurrent medical conditions included lactose intolerance and milk allergy. Co-suspect medication included glucose oxidase+lactoperoxidase+lysozyme+na monofluorophosphate (biotene original toothpaste) for throat burning, lansoprazole (trade name not provided) for an unknown indication and calcium salt (calcium) for supplementation. On an unknown date, the patient started glucose oxidase + lactoperoxidase + lysozyme and glucose oxidase + lactoperoxidase + lysozyme + na monofluorophosphate for burning throat. This represents drug maladministration. At an unknown time after starting glucose oxidase + lactoperoxidase + lysozyme and glucose oxidase + lactoperoxidase + lysozyme + na monofluorophosphate, the patient experienced blood in stools and frequent bowel movements. The patient questioned if use of the biotene products was interfering with his prescription medication lansoprazole and the calcium supplement because lately she was not satisfied with the biotene products no longer working. This case was assessed as medically serious by gsk. Treatment with glucose oxidase + lactoperoxidase + lysozyme and glucose oxidase + lactoperoxidase + lysozyme + na monofluorophosphate was continued. At the time of reporting, the events were unresolved. Consumer reported drug maladministration as she has been using the oral rinse and the toothpaste to help with burning in her throat. She stated that the products did work for a while and she was getting relief from the burning sensation. But lately they have not been working. She stated that she is taking a calcium pill and lansoprazole (prescription) and is not sure if biotene is interacting with those medications. She experienced 2 bowel movements with blood in her stool. On her first occurrence there was about a tablespoon of blood and on the second occurrence she noticed slight traces of blood in her stool. She is still "moving more bowels".

Manufacturer narrative:
The manufacturer's report number for this case is 2022474-2012-00009. Biotene oral rinse is manufactured in (B)(4) in the united states. The lot number is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).